Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy and capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphadenopathy and capsular contracture baker grade unknown. Explant date is a scheduled date.

Event description:
Patient reported left side "pain in breast area and swollen lymph nodes in armpit area", "capsular fibrosis", and "has seen the list of symptoms of biaalcl on the website and has half of these symptoms". Patient additionally reported "inflammatory values were increased" and "sinusitis", unrelated to the device. Device remains implanted.